Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that the patient experienced pain at the ipg site and inoperable ipg after failure to charge the device. To address these issues, the ipg was replaced via surgical intervention on (B)(6) 2024. Therapy was restored post op.